Event description:
It was reported that a vessel perforation occurred. The target lesion was located in the left main and diagonal artery. A non-bsc heart pump was placed as the patient had a history of low ejection fraction. The left anterior descending artery (lad) was protected via the left internal mammary artery (lima). A 1.50mm rotalink¿ plus and rotawire were utilized for the procedure. The burr had three different runs at 150,000rpm. The 1.50mm rotalink¿ plus was removed and a 1.75mm rotalink¿ burr was utilized to replace the 1.50mm burr. The 1.75mm burr was then advanced and performed several runs at 150,000 rpm. The 1.75mm burr was removed and angiogram was performed which yielded a perforation at the diagonal/lad bifurcation. A 1.2mmx20mm non-bsc balloon catheter was then advanced to the area of interest and inflated for several minutes. The 2.0x30mm emerge¿, 2.5x30mm emerge¿, and a 2.75x15mm non bsc balloon catheter were also utilized in order to seal the perforation. Angiograms were performed with the same result. The physician elected to place a 2.8x19mm non-bsc stent which was inflated to 9atm, however upon removal it was noted that the stent was still intact with the balloon. A 2.5x30mm nc quantum apex¿ was then advanced to the area of interest and was inflated for several minutes. After the balloon was removed, angiogram were performed and noted that the perforation was sealed. The patient remained stable throughout the procedure. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).